Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare provider reported via manufacture representative that the patient¿s device was replaced on (B)(6) 2019 because of a recharging problem. It was note that they were still having a recharging problem. No further complications were reported/anticipated. Additional information received reported that the dressings and staples were removed and the patient¿s oedema was gone. The patient could currently charge ok with excellent contact (all 8 of the black squares). It was also noted that the patient was doing ok. No further complications were reported/anticipated.